Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was found to be a mixture of organic silicones, proteins, carboxylic acids, and hydroxides, but the origin could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. The event can be detected/prevented by following the instructions for use which state: ¿operation manual "chapter 3 preparation and inspection 3.3 inspection of endoscope and 3.8 inspection of the endoscopic system" as follows. Inspection of the endoscope 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope" as follows. Inspection of the endoscope 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the bending mechanisms inspection of the up/down angulation mechanism 1 move the up/down angulation lock all the way in the opposite direction of the ¿f ¿ mark. 2 turn the up/down angulation control knob in the ¿ u¿ or the ¿d ¿ direction until it stops. 3 confirm that the angle of the bending section is stabilized when the up/down angulation control knob is released. 4 move the up/down angulation lock all the way in the direction of the ¿f ¿ mark. 5 hold near the insertion section 20 cm mark with your one hand, and run the hand to the distal end. 6 confirm that the bending section can be returned in the direction of the arrow in figure 3.18. Inspection of the right/left angulation mechanism 1 turn the right/left angulation lock all the way in the opposite direction of the ¿f ¿ mark. 2 then turn the right/left angulation control knob in the ¿r ¿ or the ¿ l¿ direction until it stops 3 confirm that the angle of the bending section is stabilized when the right/left angulation control knob is released. 4 move the right/left angulation lock all the way in the direction of the ¿f ¿ mark. 5 hold near the insertion section 20 cm mark with your one hand, and run the hand to the distal end. 6 confirm that the bending section can be returned in the direction of the arrow in figure 3.18.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had bad air and water supply. The customer reported that even if the button was replaced it did not work and "seems to come back to life several times after running in the washer several times". The customer reported the issue was found during a diagnostic procedure. The procedure was completed. The customer could not confirm any other event information. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During device testing, the reported issue was not confirmed; no flow issues were found. Functional testing found the bending angle in the up direction did not meet with specifications. The up/down knob had excess play. These directional issues were caused by a worn angle wire. In addition to the foreign material, visual examination found the following: the electrical contact on the scope connector was sheared; the scope connector was discolored, corroded and scratched; the up/down knob was corroded; the control unit was discolored; the bending section cover was discolored; the air/water cylinder was corroded; and the connecting tube was discolored. The following components were scratched: light guide cover glass; scope connector cover; universal cord; hand grip; scope cover; switch box; lock engagement lever; lock engagement knob; up/down knob; right/left knob; and control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.